Event description:
It was reported, threads must be stripped, could not tighten on the arm, had 2 in set used second one.

Manufacturer narrative:
Eval summary: review of device history record (DHR), a review of the inspection records for the fixation screw (lot number kp248019) revealed no discrepancies. As mechanical properties of material and dimension in the undamaged areas were within specified tolerances we exclude material and manufacturing deviations. Appearance of damage at the winding of the screw thread indicates oblique insertion. Cross-threading had led to material damage. Thus, the winding show material displacements which avoid correct insertion into the targeting arm. Referring to the period since manufacturing (over 4 years) we pre-suppose that the returned device had fulfilled its tasks in former surgeries as intended. Any deviation will be noticed in the required pre-operative check prior to surgery. Manufacturing or material faults were not found. Eval revealed that the reported event is linked to design of the device.